Event description:
It was reported by a physician that air was entering the system during use of a custom (convenience) kit. There was no air injection or pt injury. The used kit is being returned for evaluation.